Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 66-year-old male with acute myocardial infarction and cardiogenic shock (scai shock stage e) underwent impella cp placement via percutaneous right femoral arterial access. Following implantation, the device functioned as intended, providing support at p-8 with flows of 3.5 l/min using d5w sodium bicarbonate purge solution. Anticoagulation was monitored via ptt; antithrombotic therapy was unknown. After transfer to the ICU, access site bleeding manifested as a hematoma at the arteriotomy site. The introducer peel-away outside the body, appropriate reposheath angle placement, use of forward suturing, and hemostasis attempts with manual pressure and 4x4 gauze. Patient movement during support was reported. Estimated blood loss and laboratory values at the time of the event were unknown, and no blood products were administered. The device was not removed due to a failure mode, and no device malfunction was reported; download data was not required. The patient¿s clinical course deteriorated, care was withdrawn, and the patient expired. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.